Event description:
A customer reported the generation of erroneously high creatinine results on their au5400 analyser. These results were reported outside of the lab but there was no change to patient treatment. The customer stated that there were around (B)(6) patient results that needed to be corrected for creatinine. The data for these patients was requested; however, not yet received.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse determined that the cause of the erroneous creatinine results was a leak in the cuvette wheel. The fse believed that the cause of the leak was a defective cuvette washing unit ((B)(4)). A second fse returned to this account and fitted this part. No further issues were reported. The manufacturer reference number for this event is (B)(4).